Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a remote transmission showed rv oversensing. Programming was suggested. It was later noted that the patient has not come in yet for programming adjustment. The lead will remain implanted.